Manufacturer narrative:
During testing no button error alarm noted however, there was no button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracks on battery tube threads, belt clip slot, reservoir tube, reservoir tube window and reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that keypad were not working and she took out the battery and put it back and got button error. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).